Event description:
It was reported that the alarm settings on an unspecified quantity of novum iq large volume pumps were sensitive to patient movements (downstream occlusions). This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.